Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. It is indicated in the directions for use (dfu) for patients weighing < 3 kg, "the preferred site is the foot. Alternatively, across the palm and back of the hand can be used." For patients weighing > 40 kg, "the preferred site is the middle or ring finger of non-dominant hand."

Event description:
Customer reported "the nicu delivery team (1 rn and 1 nurse practitioner) accompanied a delivery for a repeat c-section. The baby did not appear to have good perfusion after drying and stimulation of the baby, so the rn placed a pulse oximeter probe on baby's right wrist. Despite having the wrist completely dried off and the probe carefully placed with the sensors across from each other, the pulse ox probe would not provide us with an appropriate oxygen saturation. The monitor would show a legitimate wave, but no number would come on. After trying for about 5 minutes, the oxygen saturation on the monitor finally flashed a low number range of 70-80%, however the physical condition of the baby did not correlate with the saturation %. Nurse practitioner and nurse based baby's status on his physical symptoms/condition. My concern is that it took about 5 minutes to get a reading on a well-placed probe with an experienced nurse. We should be able to get a reading within seconds of placement."